Event description:
It was reported by service report that the bed was stuck in high height. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Sensor coil cord, exposed wires.